Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the tip/hex of the torsion shaft on the returned instrument was confirmed to be broken. Mfg record review: one deviation form for dimension on hex was noted but the parts were reworked and accepted as conforming after re-work. Complaint history analysis: 16 previous records for torque wrench tip breakage. After complete analysis of the cause of breakage for these failures, the design was changed and an alternative link between tube (outer shaft) and inner shaft without press fit pin and welding was implemented. Risk assessment: no adverse consequence or pt involvement was reported in the scope of this complaint and the surgery was completed successfully. Conclusion: the instrument design contributed to this event. The instrument design and mfg process were modified as a result of corrective actions which were implemented on (B)(6) 2011. The instrument involved in this report was mfg 5 yrs before the application of these corrective actions and was successfully in service since.

Event description:
Per raised with minimal info: the sales rep, (B)(6) reported on behalf of the pt that the device had failed. No adverse consequences reported, surgery was completed successfully.